Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were provided and reviewed by a health care professional. The review identified that the patient had an initial right total unicompartmental knee arthroplasty followed by a poly exchange due to wear and dislocation. Subsequently, experienced a sudden onset of pain and loss of joint function and was described as a similar episode that previously occurred but the poly had spontaneously went back into place. Was later seen in the office where no dislocation was noted on radiographic imaging and was prescribed 15 days of nsaids. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown oxford tibial component; item# unknown; lot# unknown. Unknown oxford femoral component; item# unknown; lot# unknown. G2- france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 2 years and 9 months post-implantation, the patient reported experiencing sudden pain and loss of joint function. X-rays indicated no dislocation of bearing and the prosthesis was in place. The surgeon indicated probable inflammatory episode. The patient was treated with icing and non-steroidal anti-inflammatory drugs (nsaids) for 15 days. Due diligence is in progress for this complaint; to date no additional information or product has been received.